Event description:
It was reported that during a stenting treatment procedure a balloon rupture, shaft tear and withdrawal difficulties occurred. The 75% stenosed lesion was located in the moderately tortuous proximal to distal left circumflex (lcx) artery. A 3.0x16mm promus element stent was deployed at nominal pressure. The stent delivery system (sds) balloon was used for post dilation. While inflating, blood came back into the balloon. The physician suspected that the balloon had ruptured. While attempting to remove the sds, severe resistance was felt between the sds and the non-bsc guidewire. The physician attempted to remove the wire and the balloon together and the wire detached near the exit port of the balloon. The physician was then able to remove the sds and the wire together with the detached portion of the wire. The sds was inspected outside of the body where it was noted that the exit port of the catheter was torn. The procedure was completed with this device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a section of the non-bsc guidewire was returned within the promus element device. Solidified blood was present within the guidewire and inflation lumen also. The shaft of the catheter was torn for 30mm distally from the rx port. The guidewire was broken at this point and had been pulled through the torn shaft. This type of damage is consistent with excessive force being applied to the proximal end of the guidewire causing it to damage the guidewire exchange port during use. It was not possible to inflate the balloon as the shaft/inflation lumen was torn. The balloon was immersed in water to possibly identify a balloon leak however none was identified. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a balloon rupture, shaft tear and withdrawal difficulties occurred. The 75% stenosed lesion was located in the moderately tortuous proximal to distal left circumflex (lcx) artery. A 3.0x16mm promus element stent was deployed at nominal pressure. The stent delivery system (sds) balloon was used for post dilation. While inflating, blood came back into the balloon. The physician suspected that the balloon had ruptured. While attempting to remove the sds, severe resistance was felt between the sds and the non-bsc guidewire. The physician attempted to remove the wire and the balloon together and the wire detached near the exit port of the balloon. The physician was then able to remove the sds and the wire together with the detached portion of the wire. The sds was inspected outside of the body where it was noted that the exit port of the catheter was torn. The procedure was completed with this device. No further patient complications were reported and the patient's status is good.